Event description:
Additional information: the health care provider later reported the pump was stalled for > 24 hours. There were no signs or symptoms noted and no patient injury.

Event description:
A confirmed motor stall and motor stall recovery was reported. It was stated that motor stall was caused by patient having MRI. Patient had a MRI on (B)(6) 2012 and did not have a pump status check done post MRI. During a refill as of the date of this report the pump logs showed "motor stall occurred and stopped pump period may exceed tube set (B)(6) 2012". Post interrogation motor stall recovery occurred. There was no therapy/medical problem due to the stall. Drugs delivered via the device were hydromorphone and clonidine.

Manufacturer narrative:
Catheter model: 8731, serial# (B)(4), implanted: 2006-(B)(6), explanted: unk; catheter model: 8590-1, lot#: j12451r, implanted: 2006-(B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).